Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette leaked; further described as "water coming from the cassette door" of the hc cycler. This was noticed during use for automated peritoneal dialysis (pd) therapy. The home patient (hp) was not connected during the time of the event. The hp stated that ¿when they went to load their new cassette, the grey piece on the inside of the homechoice (hc) cycler had fluid in it and when they pushed on it, fluid came out¿. Renal therapy services (rts) advised the patient not to use the hc that night and discussed continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.